Event description:
It as reported that the patient had inadequate pain relief and underwent an explant procedure. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 14739742/14875949.

Event description:
It as reported that the patient had inadequate pain relief and underwent an explant procedure. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Sc-1200 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2218-50 sn: (B)(6). The returned leads were analyzed and x-ray inspection found no other anomalies on the leads. With all the available information, boston scientific concludes that the lead was cleanly cut during the explant procedure. Aside from the clean-cut damage, no other anomalies were found. The damage is a result of a typical explant procedure, and it is not considered a failure. The probable cause selected for the complaint is no problem detected.